Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the esheath liner was circumferentially delaminated for 4.25'' from distal tip. Bunching of sheath liner was noted at the delamination site. The c-marker was present. A kink was noted on sheath strain relief just distal to hub. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, sheath liner delamination, and sheath kinked/bent were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''it was believed that the loader was fully inserted into the sheath, however it wasn't certain. A steep stick angle was noted. Resistance was noted in the very beginning of inserting the delivery system. A lot of push force when advancing through esheath and once out of sheath noticed that multiple tines were bent backwards.'' Per the IFU, ''insert the loader into the sheath until the loader stops''. The loader must be completely inserted into the sheath before the delivery system and valve are inserted. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not fully inserted into the sheath, it is likely for the valve to be exposed and interact with the hemostatic valves in the sheath hub, leading to the resistance that was experienced ''in the very beginning of inserting the delivery system'' as reported. It is also possible that the valve struts were bent during this step and may have contributed to the resistance. In addition, per the IFU, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.'' Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery review, tortuosity was present in patient's access vessel. Additionally, curvature was noted on the sheath shaft per device evaluation. Tortuosity and a steep insertion angle can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, leading to resistance. If excessive manipulation was used to overcome the resistance, it can lead to sheath shaft kinks, especially when compounded with vessel tortuosity. As reported, ''once out of sheath noticed that multiple tines were bent backwards. The operator pulled the delivery system into the sheath and took out as a unit. There was a kink in the light blue portion of the sheath and the seal was broken on the sheath.'' It is possible that the larger profile of the valve with bent struts caught onto the sheath liner at the sheath tip and lead to the delamination during retrieval into the sheath. It is also possible that the devices were not coaxially aligned during withdrawal, which can also lead to the delivery system catching onto the sheath liner and delaminating it upon retrieval, especially when compounded with vessel tortuosity. If there was any withdrawal difficulty, the operator may have applied excessive manipulation, which can further delaminate the liner as the delivery system is pulled through the sheath. As such, available information suggests that use error (incomplete loader advancement) and/or patient/procedural factors (tortuosity, steep insertion angle, excessive manipulation, withdrawal of crimped valve) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 23mm sapien 3 ultra valve/delivery system and the 14fr esheath+. As reported, the 1st 23mm s3u valve was crimped on back table and looked fine when handed off to physician. The expansion tool was used. It was believed that the loader was fully inserted into the sheath, however it wasn't certain. A steep stick angle was noted. Resistance was noted in the very beginning of inserting the delivery system. A lot of push force when advancing through esheath and once out of sheath noticed that multiple tines were bent backwards. The operator pulled the delivery system into the sheath and took out as a unit. There was a kink in the light blue portion of the sheath and the seal was broken on the sheath. A 16fr esheath+ was prepped and inserted while a new valve 23mm s3u was prepped. The valve was implanted successfully and patient is doing great. There were no patient injuries. Per-pre deco evaluation, the esheath sheath liner was found to be circumferentially delaminated 4.25" from the distal tip and the c-marker was present.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.